Manufacturer narrative:
Tech found the bed in "down" storage area. Found CPR function was not working. Head down function works, but head goes down very slowly. Isolated problem to be faulty CPR valve. Replaced the CPR valve and head down valve to resolve this issue.

Event description:
Bed found in "down" storage area. No pt impact was reported. Cause of problem is unk.